Event description:
The user facility reported that the involved device was used in case of lad # 15. After the procedure, the lesion was observed with oct. After the observation was completed, an attempt was made to remove the oct; however, was unable to do so. Therefore, the total system was removed. It was reported that when the actual device was confirmed, it was likely that the coating might have peeled off. The peeled coating may have remained in the patient's body. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
. Visual and microscopic inspections: the actual device upon receipt was a run through ns. [Platinum coil section] - the distal end had been bent at approximately 7mm from the distal end. No anomaly such as a kink or opening of the coil pitch was found in the bent section. The coil had been elongated (the coil pitch had been opened) at approximately 29mm from the distal end. [Stainless-steel coil section] - the coil had been elongated (the coil pitch had been opened) and jumbled near at approximately 250mm from the distal end. [Ptfe coating] - the ptfe coating had been peeled off at approximately 765mm from the distal end. There were continuous abrasions at approximately 1145mm - 1173mm from the distal end. The ptfe coating had been peeled off in a spiral pattern at approximately 1238mm from the distal end. The ptfe coating had been peeled off intermittently from approximately 1238mm from the distal end to the rear end. The device was rotated 180 degrees to confirm. The ptfe coating had also been peeled off intermittently. [Other sections] - no anomaly was found in the appearance. Confirmation of dimensions: outer diameters of the platinum coil section, stainless-steel coil section and shaft met the factory's specifications. No anomaly was found. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Simulation test: [elongation at the platinum coil section] - made the distal end getting stuck, pulling force was applied. As a result, the platinum coil section was bent and elongated (the coil pitch was opened). [Elongation and jumbling at the stainless-steel coil section] - made the stainless-steel coil section getting stuck, pulling and torque force were applied. As a result, the stainless-steel coil section was elongated (the coil pitch was opened) and jumbled. [Peeling of ptfe coating] - a metal torque device was fastened to the runthrough ns, then the metal torque device was removed, and abrasive force was applied. As a result, ptfe coating was peeled off. Based on the investigation result, no anomaly was found in the manufacturing history record and dimensions. From the condition of actual device and simulation test results, as a possible cause of occurrence, the following mechanism was inferred. However, since the details of procedure were unknown, it was not possible to clarify the cause of getting stuck of the coil. The stainless-steel coil section of actual device got stuck for some reason. In order to release the stuck, pulling and torque force were applied, which caused the coil to elongate (the coil pitch to open) and jumble at the rear end side of the stuck position. Then, the stuck state was temporarily released, causing the stuck position to shift toward the distal end side, and it got stuck again at the platinum coil section. Since pulling force was applied in that state, the coil was bent and elongated (the coil pitch was opened) at the rear end side of the stuck position. The outer diameter of coil increased at the jumbled section, causing the combined device to become caught. Regarding the peeling of ptfe coating, following each factor was inferred from the shape of peeling. However, since the details of procedure were unknown, it was not possible to clarify what the hard object was. [Peeling at approximately 765mm from the distal end] since it had been peeled off locally, it was inferred that it came into strong contact with some hard object. Regarding the cause of abrasions at approximately 1145mm - 1173mm from the distal end, it was also inferred that it came into contact with some hard object. [Peeling of ptfe coating from approximately 1238mm from the distal end to the rear end] since it had been peeled off in a spiral pattern and had also been peeled off when the device was rotated 180 degrees, it was inferred that the coating was peeled off due to a metal torque device. Relevant instructions for use (IFU) reference: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." "Do not use the runthrough ns with devices which contain metal parts such as atherectomy catheters." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.